Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 13 mg/dl. Customer was treated with glucagon and intravenous fluids and saline. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the control-iq algorithm had delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Multiple follow up attempts were made by tandem technical support to gather additional information; however, the customer did not respond to follow up attempts.